Event description:
Revision surgery due to a stem breakage.

Manufacturer narrative:
Review of the production documentation: the batch documentation review incl. The quality inspection reports did not reveal irregulations or deviations in the production process. The implant corresponds with our specifications of (B)(4) 2007. No similar complaints were reported for the corresponding lots. Review of the user info/manual: the user info/manual review corresponds with our specifications. Review of x-ray pictures: the x-ray pictures show at the rim of the proximal stem already a slightly lysis, which indicate small micro movements of the stem. Beside this the stem was not sufficient cemented. The proximal and distal part of stem does not show a homogen bone cement. The stem seems to be only demented correctly in the middle. This leads at the end to a fatigue break of the stem. Inspection of the broken stem: not possible because we do not receive it for further investigation. Result: the most possible cause for the breakage of the stem was the insufficient bone cement around the prosthesis, which leads at the end to a fatigue break. This event occurred outside of the u.s. And involved a product that was mfg outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.